Manufacturer narrative:
The reporter could not be certain if the implant moved or if it was left proud to the bone surface in the initial surgery. The actual implant involved was evaluated. It was received deformed and damaged. The evaluation and history record review revealed no issue that could contribute to the complaint. No definitive conclusion could be drawn from this investigation.

Event description:
The customer reported a second surgery to resolve an issue with the head of the implant interfering with a tendon in the leg. The original surgery was approximately 1.5 years before this event. No further details have been provided. This device is used for treatment.